Event description:
Information was received from a consumer (con) regarding a patient receiving bupivacaine (unknown concentration and dose) for non-malignant pain via an implantable pump. It was reported the patient didn¿t feel like the therapy was working. They stated a couple days ago they saw a message for them to do an update on their handset and ever since it had not worked as well. The reported they were not feeling the effects, but everything on the personal therapy manager (ptm) looked like it was working. They then reported it was like an update and an agreement to this. The patient confirmed the message had been on the samsung handset and not within the app. Technical services reviewed they should be able to connect and bolus without taking actions on those types of messages. And the patient confirmed the ptm seemed to indicate it had delivered the boluses but they were not feeling pain relief. Additional information received from the consumer indicated that when she bolus's she was not feeling the medication. It was noted that the patient felt like the pump maybe moving around in her abdomen.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.